Event description:
On 09/19/2024, it was reported by a sales representative via (B)(4) that three (qty.3) ar-9165cdg baseplate impactors have broken plastic tips. No harm was done to the patient and the cases finished without any negative impact. Replacements were used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9165cdg batch number 052232 was received for investigation. Upon visual evaluation, it was noted that the device had signs of wear: fading and the blue tip was broken. Functional testing was not performed due to the damage of the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.